Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was poor coupling with the ins recharger (insr). Antenna locate did not resolve the issue. A replacement insr was sent. Additional information was reported that the caller stated the patient lays on the recharger for hours and doesn't seem to work. The caller noted they can feel where the ins is and when they attempt to charge, they get 4-6 bars, don't move the antenna then coupling drops to 0 and it stops recharging. They are able to communicate with the clinician programmer. Antenna locate showed a range of 36-78 with an average in the upper 60s. The caller started a recharge session at this point and had full bars. However, while discussing suggestions on how to maintain this particular antenna position to maintain 8 coupling bars, the coupling went to 0 bars with the caller significantly moving the antenna. It was suggested the that the patient use the belt and note the orientation of how the antenna is positioned on the skin when the caller was able to get 8 bars. It was also reviewed the equipment appears to be functioning and the ins doesn't seem to be flipped giving the caller was able to get 6-8 bars. It was also reviewed the ins may be too deep or positioned in the pocket a way that isn't conducive to charging and the physician may want to examine the pocket site. The caller was redirected to follow up with the healthcare provider (hcp). Additional information was received from the manufacturer representative (rep). It was reported that the cause of the charging issues was not determined. The rep attempted the recharge process 3 times before they called technical services and 2 more times afterwards with the same result of dropped coupling boxes. The issue was not able to be resolved. The rep believed the problem was with the depth or the position of the ins in the pocket. The patient wants to move forward with a replacement and was going through the clearance process for surgery. There was no surgery date available yet. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant had "stopped working" in (B)(6) 2018 and only have the patient 40% improvement in their leg. The patient had pain in their leg and trouble walking as a result, the patient's ins was replaced with an ins from a competitor. No further complications are anticipated.